Event description:
The rptr stated that the surgeon implanted a aq2017v 3 piece silicone lens. A capsular tear was noticed after the lens was in the eye. The lens was removed in pieces without enlarging the incision. No vitrectomy. The capsular tear was not caused by the iol.